Event description:
It was reported that during an implant of the right ventricular lead, the patient experienced dropping blood pressure. The echocardiography confirmed effusion and suspected tamponade. The physician performed pericardiocentesis and patient's status was stabilized. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.